Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event and later stated that they went to bed and were found by a family member with paramedics present. Symptoms included an adverse event consistent with hypoglycemia, though specific clinical details were not available. Outcomes included an impact that could not be further characterized due to insufficient information. Investigation included communication attempts with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.